Event description:
It was reported that several infusion set connectors from lot 33882 would not turn into place during installation, resulting in an inability to attach the connector, though each failed attempt was resolved by using a new connector and blood glucose was not impacted. Symptoms included no alerts, no alarms, and no reported hypoglycemia or hyperglycemia. Outcomes included replacement supplies shipped for connectors and cartridges. Investigation included review of user report and lot information with aggregation to a prior related case. Investigation of this case revealed a mechanical fit or engagement issue with the connector component consistent with inability to secure the connector, while device function was restored with alternate units. It was concluded, based on previously established findings for similar reports, that the cause was likely component manufacturing variation or dimensional tolerance leading to intermittent connector engagement failure.